Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the ins lasted 20 months, but they are not happy with the longevity of the ins this time. It was reported that there is a known short on the left lead, but the patient is not programmed using that contact and the hcp was not concerned with the short. A longevity calculation was made based on the patient¿s settings (below). It was calculated that elective replacement indicator (eri) would occur at 11.5 months and end-of-service (eos) would occur at 14.51 months. A recharge interval was calculated for the patient as there was talk of implanting the patient with a rechargeable device. It was reported that the rechargeable device would reach 25% in 6.52 days and 0% in 8.7 days on the patient¿s current settings. No patient symptoms were reported. Ins settings left lead: +2-1-, 4.2v, 90 microsecond pulse width, 250 hz, 845 ohms right lead: 11-8+, 5.0v, 90 microsecond pulse width, 250 hz, 1639 ohms.